Event description:
The customer reported the system displayed an generator error. This message is likely to result in a system lockup situation. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Particular wiring was restored. The system was then found to be operating as intended.